Event description:
Physio-control evaluated the device and found that it displayed all three (attention, charge pak and wrench) icons and it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to an electronically leaky capacitor, designator c4 from the digital pcb assembly. The capacitor had confirmed process residue and also depleted the internal hlc batteries.

Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.